Manufacturer narrative:
The customer returned their glidescope gvm video monitor to verathon for evaluation. A technical service representative evaluated the returned device and was unable to duplicate the reported issues. The service representative tested the device for one week and was unable to duplicate the reported issue. Since the video monitor passed all functional tests, they were returned to the customer for use. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
It was reported by a distributor on behalf of the customer, that during a patient procedure, using a glidescope gvm video monitor, the image was intermittent. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.